Event description:
It was reported that a patient is scheduled for a revision approximately four years post implantation for unknown reasons. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, associated reports: 0001822565-2023-00523; 0001822565-2023-00524; 0001825034-2023-01378; 0001822565-2023-01651; 0001822565-2023-01652. Cat #: 00-7713-006-00 / mod ml taper fem st / lot #: 663823156; cat #: 00-8018-036-02 / femoral head 0x36mm dia 64235203; cat #: 110010243 / g7 osseoti 3 hole shell 50mm d / lot #: 6414518; cat# 00784800200 / kinectiv modular neck k / 642173162; cat #: 00625006530 / trilogy bone scr 6.5x30 / 64309570. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluation could not be performed. This complaint could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.